Event description:
Device misfire. The needles were subsequently placed through the template in the appropriate positions based on his preoperative dosimetry planning. All seeds placed really quite well with exception of one needle which would be at the positon of c2.0. We had a needle failure and the seed could not be pushed through the needle. Ultimately these two seeds were lost. This would be a capsular needle placement next to the back wall of the prostate and hopefully should post no problem for the patient. At the very end of the procedure, kub film was taken showing excellent seed placement throughout the prostate gland.